Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vfc injection function activated during the extrusion step of a surgical procedure. No additional information at this time.

Manufacturer narrative:
Additional information is provided. A service request (sr) was opened (B)(6) 2018. A review of the sr and additional information from the company representative noted that the company representative contacted the customer to schedule a visit. The customer responded that the system was working and therefore the sr can be cancelled. The system was manufactured on december 16, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).